Event description:
A customer reported an issue with the incorrect time setting on their pump. The customer's blood glucose levels remained within a normal range, without any values exceeding 500 mg/dl or falling below 54 mg/dl. Technical support assisted the customer in updating the pump's time settings, as the discrepancy between the displayed and actual time was significant. There was no information available as to why the time discrepancy occurred.